Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA state that the device does not function during surgery. The occurrence date is unk. No injuries were reported but it is unk if medical intervention was necessary. No additional info was provided.